Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), dental caries ("tooth decay") and osteoarthritis ("degenerative arthritis"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, endometriosis, ovarian cyst, dental caries and osteoarthritis outcome was unknown. The reporter considered back pain, dental caries, endometriosis, osteoarthritis and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2010: no result received incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and back pain ("back pain / lower back pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section and preterm labor. On unknown date essure confirmation test was done. Type of test: other (please describe) - plaintiff does not recall. Concurrent conditions included uterine bleeding, kidney stone, intermenstrual bleeding, anxiety, adenomyosis, bowel adhesions, anovulation, postoperative pain and dysmenorrhea. Family history included illness. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), dental caries ("tooth decay"), osteoarthritis ("degenerative arthritis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (removal of the essure devices, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the back pain, endometriosis, ovarian cyst, dental caries, osteoarthritis, migraine, headache, nausea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dental caries, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, osteoarthritis, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october, 2010: results: no result received. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, ovarian cysts, migraine, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 22-mar-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, pain, fatigue, lower abdominal pain. Medical history, concomitant drug, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.